Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3. Manufacturer email address. G1. Contact office name and email address. G1. Contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) iuniht, (certainl titanium hexed screw) for evaluation. Visual evaluation was performed; there was signs of use. The screw threaded into in-house implant as intended. Unable to confirm loosening with all the available information DHR review was completed for the subject lot number 1224407. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1224407 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, the screw was not torqued to specification. Therefore, based on the available information, a device malfunction did not occur. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that two screws fractured at the threads part and one screw was loose. No impact on the patient reported. All 3 screws were replaced in the same procedure. This event refers to the loosening screw.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. D10. Concomitant medical products ilrght, certain titanium large hexed screw lot: 1285962 & ilrght, certain titanium large hexed screw lot: 1281721.